Event description:
On (B)(6) 2025 the user reported a discrepancy between the ilet-displayed continuous glocue monitor (cgm) reading of 84 mg/dl and a finger-stick reading of 65 mg/dl. The agent guided the user through pump calibration and advised consuming 15 grams of carbohydrate and rechecking after 15 minutes. The user was able to correct the low. No medical intervention or hospitalization was required.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.